Event description:
Affiliate reported that insufficient flow was found during implantation. As a result, the device was flushed using a syringe and sufficient flow was confirmed. In addition, as a result of a blockage, the device was revised. It was noted that tissue was found in the revised valve.

Manufacturer narrative:
It has been communicated that the device is ot available for eval. Without the device, it is not possible for codman to conduct a proper investigation. Since three possible lot numbers (cllbg7, clldfp, and clmc05) have been provided, a review of the mfg records have been reviewed and they revealed that all three devices confirmed to all mfg and quality testing/inspection specifications prior to being released to stock. If at some point the device is returned for evaluation, this complaint will be re-opened and investigated. Based on this eval, no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.